Manufacturer narrative:
Concomitant: product ID 37603, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimu lator. Product ID 37603, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 3389s-40, lot# va0qwh1, implanted: 2015-(B)(6), product type lead, product ID 3708660, serial# (B)(4), imp lanted: 2015-(B)(6), product type extension. Product ID 3708695, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3389s-40, lot# va0nfml, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
A consumer reported they had numerous falls since they had their first fall in (B)(6) 2015. The patient had broken their ribs during these falls. The patient's health care provider (hcp) had checked the implantable neurostimulator (ins) and a CT scan was done. Everything with the ins was okay. The patient wanted to know how often their hcp could make changes. Every three weeks, the patient had gone to see their hcp and the hcp is telling them they could only go once a month. The ins was programmed to 3.5v and the patient had not been sleeping. The patient would be up two or three nights in a row and that was when they started stumbling and having falls. If the patient took, levadopa they would have dyskinesias very badly. Since the patient's fall in (B)(6) they had not been getting good relief and each time they felt like they needed a "tune up" they fell. The patient later reported that since implant they were not very pleased with therapy and they were not getting relief. The patient fell and broke their ribs, had bleeding in their brain, they were unable to walk, they were confined, and they were in the hospital. The patient was taking canmet and mirapix, but they were not sure why they were taking mirapix. Shakes and tremor were present. The patient had been working with their health care provider (hcp) and they saw their hcp in the hospital. The hcp did not believe the fall was related to parkinson's disease. The patient's indication for use is parkinson's disease and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.